Event description:
A customer reported an issue with the pump's bolus calculation being incorrect, which was noticed before delivery confirmation. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to return the problematic pump using a prepaid label and understood how to put the pump into storage mode prior to its return. The customer confirmed the shipment of the replacement pump and will continue to use the current pump for insulin delivery in the meantime.